Event description:
In 2006 the lay pt contacted lifescan (lfs) alleging that her one touch ultra meter displayed three dashes. The med affairs spec (mas) spoke with the pt 8 days later to obtain/verify the following info. The pt said she has been unable to test with the meter for "a couple months." She said the customer care advocate (cca) discovered that she was inserting the incorrect end of the test strip into the test strip holder. During troubleshooting she was able to test; however, sometime after the call, she was again unable to obtain a meter reading. The pt said she became shaky and weak after shopping and not eating less than usual about one month ago. She attempted to test with the meter while symptomatic and could not obtain a reading. She drank orange juice and felt better. A few days after this incident, the pt went to her dr for a routine appointment. A blood glucose result over 300 mg/dl was obtained on the dr's device. The dr added glimepiride to the pt's medication regimen. She also takes one other oral diabetes medication; however, she could not recall the medication name and dose. The cca discovered that the pt saw the three dashes when she accessed the meter memory. The cca educated and trained the pt on the meter memory function. The meter, test strips, and control solution were replaced. The complaint is reported because the pt was unable to obtain blood glucose readings on the lfs product for approx two months. During that time she experienced symptoms suggestive of an abnormal blood glucose and treated herself by drinking orange juice. Her true blood glucose level was unk at the time of concern.